Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus) device. The artificial urinary sphincter (aus) device was explanted. During the explant procedure, it was found that there was fluid loss from the cuff. A new aus device was implanted. There were no further patient complications.